Event description:
It was reported that the patella fx, surgeon explanted component revising tibial insert while in capsule. Patella explanted was a styker product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).